Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "check vent: machine pressure sensor auto zero failed¿ alarm. The solenoid valve was ordered for repair. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
The device was serviced, and the engineer reported that the solenoid valve was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.